Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the customer observed sensor data was missing in the report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting/labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
After conducting a thorough investigation by attempting to generate the daily reports for the user in the carelink support application, it was observed that the data calendar displayed backward time on the report generation page. To dive deeper into the issue, we retrieved the uploaded snapshot from the carelink database and discovered that the user had made a backward time change, resulting in data calendar showing the latest updated date. To aid in resolving the issue, the following information was provided to the helpline support team: please generate reports as per the below steps : 1. Generate both the pump reports separately. 2. Include date range until (B)(6) 2024 which will provide the data from old pump in the reports. 3. Include date range from (B)(6) 2024 , which would provide data from the new pump in reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is the backward time change made in the pump, resulting in data ambiguity for the current date. Provided helpline support team with the information on the backward time change performed by the user and requested them to instruct the user to generate reports excluding the date having the time change event. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.